Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient prophylactically had an inferior vena cava filter placed prior to gastric bypass surgery. The patient was stable and discharged to his home. Doctor's notes remark post gastric bypass surgery was complicated by abdominal wound infection, multiple arrests (at least four episodes of pulseless activity), tracheostomy and ventral hernia requiring a mesh repair; patient subsequently lost a dramatic amount of weight from a peak weight of (B)(6). Approximately six years post vena cava filter deployment, patient presented to hospital for a pet/CT whole body screening. The patient was diagnosed with stage IV rectal cancer and the scan was necessary for his oncological initial treatment strategy. During the scan, the ivc filter was visualized and was noted to have migrated to the right ventricle. The patient was asymptomatic and denied palpitations, lightheadedness, shortness of breath, or any chest pain. A transthoracic echocardiogram was performed which demonstrated normal right ventricle and left ventricle function without significant right ventricular dilation. The patient has severe tricuspid regurgitation with the device crossing the tricuspid valve; however, the patient was asymptomatic from this. Physician stated retrieving the filter percutaneously would not be a safe approach. Due to the extended period of time that the device may have been in its present position, there was concern that removal would likely result in extraction of part of the tricuspid valve apparatus. Given the totality of information, imaging, hemodynamics and clinically the ivc filter was not causing any symptoms nor is any intervention required, it was felt that the device would remain implanted as long as the patient remained asymptomatic. There was no indication that the filter was removed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post prophylactic vena cava filter deployment for gastric bypass, an incidental finding on CT scan for stage IV rectal cancer demonstrated the filter migrated to the right ventricle. Transthoracic echocardiogram demonstrated severe tricuspid regurgitation with the device crossing the tricuspid valve. The filter caused no symptoms to the patient. There was no attempt made to retrieve the filter. The filter is to remain implanted as long as the patient remains asymptomatic.